Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tlif and lumbar fusion: surgeon used this instrument to remove a jammed set screw and the tip of the driver broke while trying to remove the set screw. The small broken piece was retrieved and discarded. Surgeon used a second identical instrument to complete the removal of the set screw without any additional incident.

Manufacturer narrative:
Corrected data: one (1) viper2 x25 setscrew inserter [product code: 2867-35-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. One half of the split tip had fractured off. The second half of the fractured tip was not provided for analysis. The fracture analysis report suggests that the driver tip underwent a quasi-static torsional overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the inserter¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver tip underwent a quasi-static torsional overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.